Manufacturer narrative:
(B)(4). Additional narrative: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should additional relevant information become available, a follow up report will be filed.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection of the device confirmed the missing roller clamp. The cause was determined to be an issue during the manufacturing process. A CAPA was opened to address the issue. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood set had no roller clamp on one of the "spiking limbs". There was no patient involvement. No additional information is available.